Event description:
The user facility reported that during a patient procedure the tip from their wavy grasper broke off. The tip was retrieved, and the patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
V.mueller has made multiple attempts to contact the user facility to obtain additional event information however, the user facility has not responded. A lot number was not provided for the wavy grasper subject of the reported event. The instructions for use states, "prior to use, all devices should be inspected for cracks, scratches, and/or broken components. Ensure insulation is intact. Any interruptions in the insulation may compromise the safety of the device." "Do not use snowden-pencer devices if they do not perform satisfactorily or fail testing or visual inspection, which are detailed in the inspection section of these instructions." "Be sure the tips are closed and the instrument is pulled straight out until completely clear of the cannula to avoid catching the valve assemblies in cannulas or dislodging the cannula". A follow-up report will be submitted should additional information becomes available. No additional issues have been reported.